Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was filled with an unspecified amount of morphine. The lot was manufactured from april 9, 2015 to april 14, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the picture revealed ruptured reservoir in two spots. The reported condition was verified. A CAPA has been opened to address this issue. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had the reservoir burst. This occurred during infusion. There was no patient injury or medical intervention associated with this event and no additional information is available.